Event description:
It was reported that the ventilator generated a technical error indicating a control printed circuit board failure during start-up. There was no patient involved. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).